Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was returned and was confirmed but not replicated. System logs were able to confirm errors 45312 consistent with loss of video and therefore, able to confirm the reported event occurred in the field. Upon visual inspection, no issues were found related to the reported event. The ec was installed into the golden system where the system functioned as expected. Then the golden system was set to run video test, 10 power cycles, and sit idle for one hour. No errors related to the original complaint were found. The complaint was confirmed by failure analysis. Failure analysis was unable to conclude that the root cause could be attributed to the reported event. However, the cause is likely due to an electrical component failure within the ec. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the customer called to inform that several endoscope controller (ec) and endoscope-related issues had recently occurred. The endoscope switched between eyes on its own. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause may be attributed to a poor endoscope connection (e.g., debris on the connector), setup issues, or damaged vision components. Damage may result from an accidental drop of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing (e.g., excessive heat exposure during sterilization).